Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Revised stem and liner swap. It was the right hip with neck-trunion wear.

Manufacturer narrative:
An event regarding disassociation involving an metal femoral head was reported. The event was confirmed through the medical review. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was performed and concluded: "significant heterotopic ossification (brooker grade-3) has adversely influenced the biomechanics and kinematics of the arthroplasty joint with a severe overload condition in the taper junction as adverse effect. Progressive corrosion was the consequence with loss of taper lock and in the end stage spontaneous disarticulation of the joint." Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded the disassociation event was caused "significant heterotopic ossification". The medical indicated that there were no device related factors present. No further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Revised stem and liner swap. It was the right hip with neck-trunin wear additional information received: patient presented to our office with failed tha due to trunnion corrosion.